Event description:
Boston scientific received information that on a routine device follow-up, this right ventricular lead was found to be dislodged. The rv lead was explanted and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over-rotation. This damage affected the active fixation mechanism. Furthermore cuttings in the insulation and deformations of the outer coil were found which occurred most likely during explantation procedure. Blood penetrated the lead. In summary, the inner coil of this lead was found to be deformed. No sign of a material or manufacturing problem was present.